Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. Patient reported difficulty with deployment. After deployment, sensor wire and needle detached and would not go back inside plunger. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.